Manufacturer narrative:
E.3. Initial reporter phone #: (B)(6). There were four lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2116178 d4. Medical device expiration date: 31oct2023 h4. Device manufacture date: 26apr2022 d4. Medical device lot #: 2145918 d4. Medical device expiration date: 30nov2023 h4. Device manufacture date: 25may2022 d4. Medical device lot #: 2175214 d4. Medical device expiration date: 31dec2023 h4. Device manufacture date: 24jun2022 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had missing additive which allowed fibrin to form. The following information was provided by the initial reporter: the laboratory tested the yellow tube blood samples. After centrifugation, there were filamentous or blocky floating objects in 106 blood samples, which caused the needle clocking during the detection by biochemical analyzer, and no detection result was found, so the samples were re-tested. Among them, 41 blood vessels were collected in batch no. 2095161. There were 36 patients with batch number 2116178, 16 patients with batch number 2145918, and 13 patients with batch number 2175214.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin clots was observed. Additionally, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had missing additive which allowed fibrin to form. The following information was provided by the initial reporter: the laboratory tested the yellow tube blood samples. After centrifugation, there were filamentous or blocky floating objects in 106 blood samples, which caused the needle clocking during the detection by biochemical analyzer, and no detection result was found, so the samples were re-tested. Among them, 41 blood vessels were collected in batch no. 2095161. There were 36 patients with batch number 2116178, 16 patients with batch number 2145918, and 13 patients with batch number 2175214.